Manufacturer narrative:
It was originally reported that the patient had limited range of motion. A revision surgery was performed to exchange the poly inserts and to perform an open manipulation and scar debridement procedure. Following revision surgery, it was reported that the patient's limited range of motion was due to arthrofibrosis. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient had limited range of motion. A revision surgery was performed to exchange the poly inserts and to perform an open manipulation and scar debridement procedure. Following revision surgery, it was reported that the patient's limited range of motion was due to arthrofibrosis.

Manufacturer narrative:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has limited range of motion. A revision surgery is planned to exchange the poly inserts.